Event description:
It was reported to boston scientific corporation that a hydratome rx 44 was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2022. During the procedure, the cutting wire of the hydratome rx 44 broke and the wire anchor dislodged from the catheter while performing sphincterotomy. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with "another device." There were no patient complications reported as a result of this event. Note: it was reported that the exposed cutting wire was not fully exited the endoscope when the device was energized; however, according to the instructions for use (IFU), verify that the cutting wire has exited the endoscope by visualizing it on the endoscope monitor. Failure to do so may result in contact between the cutting wire and the endoscope while electrical current is applied. This may cause grounding, which can result in patient injury, operator injury, a broken cutting wire, and/or damage to the endoscope.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken. Imdrf device code a051201 captures the reportable event of cutting wire/anchor dislodged. Block h2 (additional information): block b5 and block h6 (device codes, evaluation conclusion codes) have been updated based on the confirmation of the information received on (B)(6), 2022.

Event description:
It was reported to boston scientific corporation that a hydratome rx 44 was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, the cutting wire of the hydratome rx 44 broke and the wire anchor dislodged from the catheter while performing sphincterotomy. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with "another device." There were no patient complications reported as a result of this event.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4).